Manufacturer narrative:
(B)(4). Batch # k5ct22. The analysis results found that the 6r45b cartridge reload was received unfired and in good visual conditions. The returned reload was tested for functionality with a test ats45 device and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? I understand the device did not staple, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? What was the product code of the stapler (ats45, ets45, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the device didn't staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.